Manufacturer narrative:
It was later reported that a revision procedure occurred. The right ventricular lead was disconnected and re-connected in the pace/sense port of the header. This resulted in all impedances returning to normal which included the left ventricular lead since it was set to pace in the ring-rv vector. The lead capture also was normal.

Manufacturer narrative:
Resolution was requested from the field. No further information has yet been received. All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implant of this cardiac resynchronization therapy defibrillator (crt-d) was successful with no out of range measurements. However, the patient later reported to the emergency room with pacing impedance greater than 2000 ohms on both the left and right ventricular leads. Capture was intermittent with the patient's escape rate occurring. Thresholds had increased also on both leads. The device was reprogrammed to max pacing outputs in order to maintain capture. A manual lead integrity test had all normal measurements except one which was less than 20 ohms. The vector was reprogrammed to rv to can and all the tests had normal measurements. The device was reprogrammed to triad and the out of range low shock impedance could not be reproduced. Technical services discussed possible causes and recommended that the lead be carefully inspected for a possible intermittent lead crush in addition to also delivering a shock to stress the lead system. No adverse patient effects were reported.

Event description:
--